Manufacturer narrative:
Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
New information received indicated that the device exhibited signs of premature battery depletion.

Manufacturer narrative:
Analysis of production records completed. No device problem found

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator could not be interrogated. On (B)(6) 2017, the asymptomatic patient was brought into the clinic for device change out. During the procedure, an inappropriate high voltage therapy was delivered due to electrocautery. The device was explanted and replaced successfully. The patient remained stable throughout the whole procedure.